Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had hard time pressing the buttons of her insulin pump. The customer¿s blood glucose level was unknown. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated that the scroll bar was not moving with no input. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.(B)(4).